Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Evaluation summary: no devices or photos were received; therefore, the condition of the components is unknown. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. A definitive root cause cannot be determined with the information provided. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation suggests that the event is related to the issues for which zimmer implemented a correction action for in 2007. This corrective action involved enhancing the labeling for the natural knee ii knee system. Reference MDR 1822565-2006-00284 for additional information regarding the corrective action taken. Evaluation codes: the device history records were reviewed, indicating the devices were manufactured, inspected, and packaged to specifications.

Event description:
It is reported that the pt was revised due to osteolysis.